Event description:
The pt called alleging that the meter wa set to the incorrect unit of measurement. The pt received the meter and started to use the meter. They did not go into the meter settings and change the unit of measurement. On the evening of hte 25th they tested their blood gluocse and received a reading of 207 mg/dl and assumed the meter was 20.7 mmol/l; therefore they took three tablets medformin instead of 1/2 a tablet. They ate dinner and then went to bed. The following morning at 5am, they woke up as usual land was not feeling well and test their blood glucose and received a 187 mg/dl and assumed the meter read 18.7 mmol/l. They then took one tablet of medformin instead of half a tablet. At noon they tested and received a 177 mg/dl and took one tablet of medformin and at 5pm, they tested and received a 199 mg/dl and took another tablet. At around 6:30pm, the pt felt really sick and had difficulty seeing; therefore, spouse immediately took pt to the hopsital. Their last readng thye took on their meter was at 5pm. At the hospital, they tested the pt's blood glucose and received a 2.6 mmol/l (46mg/day) and the pt was treated with IV gluocse. The pt was discharged the following morning. Test strips were in good condition and not expired. Test strips passed using the control solution. This case is being reported as an adverse event due to use error, since, the pt suffered a serious injury due to basing treatment on misinterpreted glucose valves.